Event description:
Per the clinic, the patient experienced frequent stimulation shutdowns and intermittent connection with the implant. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.